Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The field service engineer (fse) replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported "insufflator can't be used" message was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto the known good in-house system and powered on, displaying the "insufflator is disabled" error message. Based on these findings, failure analysis could not determine the root cause of the issue. The unit will be returned to the OEM for potential repair.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the operating room staff observed a message indicating the insufflator could not be used. Prior to contacting technical support, staff performed a hard power cycle on the tower, but the message persisted upon power up. The technical support engineer (tse) reviewed the system logs and found 33002 internal faults on the insufflator. The customer elected to use a third party insufflator to complete the procedure. The procedure was completed as planned with no reported injury.